Manufacturer narrative:
Review of manufacturing history shows lots were manufactured eight months apart, therefore product was not initially packaged incorrectly. Additionally, evidence confirms that items were not returned and repacked. There is no evidence to suggest that the product was nonconforming when it left the manufacturer.

Event description:
It was reported that during surgical procedure on (B)(6), 2012, when item 245019 lot 516050 was opened, the inner package label and patient labels were for item 245020 lot 035660. The device within the package was not the correct size and could not be used. Surgeon used additional unit available to complete the procedure.

Manufacturer narrative:
The user facility was notified of the event on (B)(4) 2012. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA.investigation in process but not yet complete. Upon completion of investigation, a follow up report will be sent to the FDA.(B)(4).